Event description:
It was reported that the patient with this pacemaker experienced hypotension and a near-syncope episode at home. Technical services (ts) reviewed the stored episode and noted that capture on the ra channel appeared inconsistent, with intermittent high pacing thresholds also observed. Ts recommended further testing on the non-boston scientific ra lead. No adverse patient effects were reported. This pacemaker remains in service.